Event description:
It was reported that a home patient (hp) was not feeling well during dwell 2 of automated peritoneal dialysis (apd) therapy. The hp stopped therapy and performed a manual drain of 3900ml. A technical service representative (tsr) reviewed the therapy log with the hp and determined that the maximum prescribed fill volume of solution is 2000ml. The tsr instructed the hp to contact their registered nurse (rn) regarding a change in therapy programming and the increased intra-peritoneal (iipv) event. A swap of the device was initiated. The hp planned on using continuous ambulatory peritoneal dialysis (capd) until a new hc arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was received and analyzed. The reported drain volumes were verified in an event history log review. No abnormalities were identified during internal/external inspections. The device passed electrical returned instrument testing evaluation (rite) tests, but failed rite functional testing for an unrelated issue. The pneumatic system was found to be working within specification limitations. A manual volumetric accuracy test was performed with no issues noted. The device passed 3 priming sequences without an alarm being duplicated. Although found in the event logs, the reported increased intra-peritoneal volume (iipv) event was unable to be duplicated or verified during sample analysis. The cause of the issue was a use error. The tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.